Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After the guide wire crossed the lesion, plain old balloon angioplasty was performed using a 2mm x 20mm x 143cm coyote¿ es balloon catheter. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. Functional testing was performed by hooking the catheter up to an inflation device with water and the water leaked from the exit notch. Microscopic examination revealed a scratch/ tear along the inner shaft at the bi-component weld. The damage seen is consistent with the use of a guidewire. There is no damage to the balloon. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After the guide wire crossed the lesion, plain old balloon angioplasty was performed using a 2mm x 20mm x 143cm coyote¿ es balloon catheter. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.